Event description:
It was reported that during a laparoscopic hepatectomy, an error sound was heard in about 2 hours. It was found that the tissue pad of the first device (lot#:l90a6c) was detached off. The fragments were retrieved from the patient with a forceps via a trocar. Then the tissue pad of the second device (lot#:l9072y) lifted off the clamp arm in about 2 hours. No error message was displayed. The blade tip was not broken off and no pieces fell into the patient. Another third device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). Additional information : the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm and was returned. The device was connected to a test handpiece and generator and the device did activate during functional testing. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use. Due to the condition of the tissue pad, we were unable to test the device for tissue effect issues.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.